Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - respiratory insufficiency.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that beginning on (B)(6) 2024, the patient experienced intermittent sensor error. As a result, the insulet omnipod5 could not access hybrid closed loop. The cgm during periods of signal restoration were not documented. The event occurred after the sensor had been inserted in the abdomen. The following day, the patient experienced nonstop vomiting and body pain. The omnipod display device said "dexcom issue detected" and her dexcom g6 app said "sensor error." It was not documented whether the patient was monitoring the bg by fingerstick. An ambulance was called. In the emergency department, the patient could not recall the bg but was treated with IV insulin for dka with confusion. She was on a ventilator and comatose for 4 days. She was discharged on (B)(6) 2024 and was fine during the report. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.